Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of dyspnea, endocarditis, fever and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: "endocarditis after interventional repair of the mitral valve: review of a dilemma." (B)(4).

Event description:
This is filed to report endocarditis and increased mitral regurgitation. It was reported through an article identifying patients who developed infective endocarditis (ie) after the mitraclip procedures. Details are listed in the article titled "endocarditis after interventional repair of the mitral valve: review of a dilemma." The third patient underwent a mitraclip procedure due to a high surgical risk. The patient was readmitted 30 days later fever and dyspnea. Positive for staphylococcus aureus and an echocardiogram demonstrated recurrence of severe mr. An antibiotic regimen was initiated. After consultation, surgery was performed despite the increased risk. Patient was discharged and prescribed antibiotics for six more weeks. No further follow-up data was reported. No additional information was provided.